Event description:
As reported by the user facility: rptr states: "(B) (6) was starting an IV on a (B) (6) child, when he got into the vein and pulled the needle out the tip of the needle broke off and was in the catheter. He took a forcep and removed the broken piece out of the IV catheter. IV fluid was then connected to the catheter and the IV was patent and running without difficulty". Add'l info provided by the facility indicated the child suffered no adverse sequela associated with the incident. It has been reported that the sample for return does not appear to be a tip of a needle as reported, however, a bent up piece of metal.

Manufacturer narrative:
The actual sample in the incident was returned to the MFR to be evaluated. The sample consisted of the catheter safety clip. The backwall of the clip appeared bent and damaged. It appears that the clip remained in the hub when the dr removed the stylet, not the needle tip as initially reported. The catheter and the needle were not returned with the sample. Due to the damage on the backwall of the clip, the backwall clip dimension could not be accurately measured. All other safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specs. The sample and all available info has been provided to the actual MFR, b. Braun medical industries (B) (4).